Event description:
Pt had two prior bypass surgeries. The original vein graft to the right coronary artery is severely diseased proximately & has mild disease distally. This vein graft was cannulated & a stabilizer wire was advanced to the proximal portion. The stent was brought to the proximal portion of the vein graft. In an attempt to advance this through the lesion the stent became dismounted from the balloon. A snare was utilized to secure the stent, but attempts to retract it were not successful. The entire system, including guide catheter guidewire & snare were brought antegrade to the femoral artery. The stent couldn't be retracted into the sheath. After removing the sheath the snare was still not able to be withdrawn. Surgical intervention was required & a cutdown was made to the femoral artery & the stent was removed. Pt did well & will return at a later date for angioplasty.